Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. The unit did not recognize 180 series scopes. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that his olympus evis exera iii video system center was not recognizing 180 series scopes during preparation for a diagnostic procedure. According to the initial reporter, the patient was under anesthesia when this event occurred. Reportedly, the intended procedure was completed by moving the patient to another room. There was no patient harm or consequence reported as a result of this event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, there was no video output when connecting the 180 series scopes. The scope recognition issue was caused by a failure of the output connector socket via a dislodgement of the connector cable between the scope socket and the patient board. However, the definitive root cause of the scope recognition issue could not be determined. Olympus will continue to monitor field performance for this device.